Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. The insulin pump returned with missing endcap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 380 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer also reported that the buttons reacted without being pressed. The insulin pump was returned for analysis.